Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board and flashed the persistent and program nodes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 9800md system will intermittently close. The system would work after reboot. No pt injury was reported.